Event description:
The customer reported that the AED was used in a rescue (drowning) and during the rescue, the caller (rescuer) noticed the battery would not lock into place; the caller was able to hold the unit flat and the ground kept it in. The customer reported that the AED performed as intended, analyzed and did not advise shock she revived the patient with CPR.

Manufacturer narrative:
The customer reported that the AED was used in rescue and during the rescue, the caller (rescuer) noticed the battery would not lock into place; the caller was able to hold the unit flat and the ground kept it in. It was reported that the AED performed as intended, analyzed the cardiac rhythm, did not advise shock, and the patient was revived with CPR. The caller said the AED was fine the previous week and the battery was stayed in the unit without any issues; thinks it may have been damaged by the younger lifeguards. The device was originally shipped to the customer in june 2010. The AED was requested to be returned so that it may be evaluated and tested. Although requested, the AED has not been returned and the cause of the complaint is not known the IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery pack after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. Should additional information become available a supplemental MDR shall be submitted.